Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Unit received with moisture damage on the motor, battery tube and vibrator assembly. Unable to perform displacement, rewind, seating and basic occlusion due to blank display. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side and scratched case.

Event description:
The customer reported via phone call that the insulin pump's display was blank and the battery compartment was cracked. Blood glucose level at the time of the incident was 121 mg/dl. Customer stated that the device had been exposed to high magnetic fields. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.